Event description:
The user facility reported that during a diagnostic colonoscopy, a complete loss of image was experienced. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was initially able to duplicate the user's report of no image, however, the image spontaneously recovered. The device failed leak testing, and there was evidence of fluid invasion observed inside the electrical connector and endoscope connector. A leak was discovered in the biopsy channel. A possible nick in the ccd wire insulation was noted. The cause of the user's experience cannot conclusively be determined at this time, but fluid invasion due to biopsy channel leak and/or mishandling are likely contributing factors. This report is being submitted as a medical device report in an abundance of caution.